Event description:
It was reported that the patient presented to the clinic for a follow-up during interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was intermittent under-sensing on the ventricular channel. No programming changes were discussed or performed. Patient condition is unknown.